Event description:
On 02/08/2000, the facility's radiology supervisor informed the distributor's rep of the following: the product was opened for the case and three (3) catheters inside were wrapped in blue paper only - no plastic packaging. No pt involvement. No further details were provided.